Event description:
The customer was hospitalized for high blood sugars. The customer stated that they are back on the pump. The customer denies the pump being exposed to moisture. Troubleshooting was done on the pump. The customer was advised to disconnect from the pump and revert back to manual injections per their doctor's orders.